Event description:
The customer did not specify the reason for the return of the product. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that the battery door was difficult to open. There is white powdery substance found inside the battery door and in the battery compartment. There is corrosion on the battery springs. No evidence of water intrusion. The alarm powered up and passed all functional tests. Note: the instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Manufacturer references file # (B)(4).